Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. Intravascular ultrasound was difficult to perform due to tortuousity. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment; however, the stent dropped out during delivery. The device was retrieved with a non-bsc snare. The procedure was completed with a different size stent. No patient complications were reported. It was further reported that the lesion was so bent and difficulty inserting an ivus catheter was encountered.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 3.50 x 28mm synergy drug-eluting stent was advanced for treatment; however, the stent dropped out during delivery. The device was retrieved with a non-bsc snare. The procedure was completed with another of the same device. No patient complications were reported.